Event description:
It was reported that patient loss stimulation and was unable to adjust stimulation. It was also noted that patient had not felt stimulation in a few days. It was added that the day prior to this report they were able to charge the stimulator completely. It was also added that on the day of this report the recharger indicated the following: power on reset (por), an active charge screen with a full battery, and a neurostimulator (ins) icon in the "off" status on the recharger. Additional information received later reported that the patient received assistance from the doctor or manufacturer representative and their concerns were resolved. It was added that an appointment was scheduled for (B)(6) 2013

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 7752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).